Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that they have had 2 or 3 changed in program in 2014 and 2015. They did not remember too well. Patient stated when they were on .16, they went too often and on .17 they seldom made it to the toilet. Patient had contacted a company representative (rep) and they were informed by rep that the patient programmer (pp) was off. It was noted that rep fixed the pp. Patient also reported that the interstim was not for everyone. They were absolutely miserable with this situation, especially not to be able to make it to the toilet on time.

Manufacturer narrative:
Weight provided is an estimate. Patient stated they did not remember too well. Patient stated it was between (B)(6).

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_prog, product type: programmer, physician. Product ID: 3889-28, lot#: va0n6wn, implanted: (B)(6) 2014, product type: lead.

Event description:
It was reported the patient had a loss of therapeutic effect. The patient could not make it to the bathroom, starting a week prior to call. When the patient was first implant, they would still go a lot, but they would make it to the bathroom. The patient had not tried adjusting stimulation. They were afraid of the programmer and did not know how to use it. They were under the effects of anesthesia after the implant. While on the call, the patient increased stimulation to a comfortable level. The next day, the patient saw the poor communication screen when trying to decrease stimulation. After attaching the antenna, the patient was able to communicate and decrease stimulation. Additional information was received from a patient on 2014-dec-15. It was reported the patient still had concerns regarding their device or therapy, but were working with their healthcare provider or manufacturer representative. Additional information received on 2015-feb-09. It was reported that the symptoms had a gradual onset. There were no known accidents or incidents related to the event. The patient reportedly used the bathroom ¿a little too much,¿ especially at night, for the last 2-3 weeks. As a result, the patient turned up settings on the morning of the call. There was an appointment scheduled for the following week. Additional information received on 2015-oct-14 from the consumer. It was reported that she had a loss of therapy. She went to the doctor because she was going too much. She could not make it to the bathroom and had to change her diaper 2-3 times at night. She increased the setting and wanted to increase the setting some more. Additional information was received from a patient on 2017-feb-14 who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient experienced a loss or change of therapy and a lack of therapeutic effect since (B)(6) 2014. The patient reported going to the bathroom too often and some time ago they called their manufacturer representative (rep) who helped them change the program. The patient stated that their device does not seem to work too much since implant, and it has always been a problem. The patient did not recall the exact date that they spoke with their rep but it was sometime in 2016.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID neu_unknown_prog, product type programmer, physician product ID 3889-28, lot# va0n6wn, implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information was received from a consumer (con). It was reported that they didn't stop going to the bathroom and it was uncomfortable. They were never completely happy with the results. They found that the ins was off on program 3 at 2.9 volts (v). They lowered it to 1.0, turned it on, and increased to 1.7 which was strong but comfortable. They were going to monitor the symptoms and follow-up with a healthcare professional (hcp) if necessary. It was noted that the stimulation would go away after a while. There were no further complications reported or anticipated.